Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.